Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal distension ("abdominal bloating") in a 46-year-old female patient who had essure (batch no. He0119p) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), vertigo ("vertigos"), gait disturbance ("walk disturbances"), migraine with aura ("recurrent ophthalmic migraines"), eye pain ("ocular pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), asthenia ("asthenia"), dysgeusia ("sensation of iron taste"), pruritus ("pruritus") and visual impairment ("visual disturbances") and was found to have weight increased ("intake of weight of 7 kgs in one year"). The patient was treated with surgery (bilateral salpingectomy with resection of the tubal interstitial part was performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal distension, vertigo, gait disturbance, migraine with aura, eye pain, arthralgia, myalgia, asthenia, dysgeusia, pruritus, visual impairment and weight increased outcome was unknown. The reporter considered abdominal distension, arthralgia, asthenia, dysgeusia, eye pain, gait disturbance, migraine with aura, myalgia, pruritus, vertigo, visual impairment and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 18-jan-2019: follow-up received from the health authorities in france: this case is the duplicate of the local number case (B)(4) and should be deleted. Medical information reported in this case was transferred in the case (B)(4) as a follow-up. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; the technical complaint investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal distension ("abdominal bloating") in a (B)(6) female patient who had essure (batch no. He0119p) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), vertigo ("vertigos"), gait disturbance ("walk disturbances"), migraine with aura ("recurrent ophthalmic migraines"), eye pain ("ocular pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), asthenia ("asthenia"), dysgeusia ("sensation of iron taste"), pruritus ("pruritus") and visual impairment ("visual disturbances") and was found to have weight increased ("intake of weight of 7 kgs in one year"). The patient was treated with surgery (bilateral salpingectomy with resection of the tubal interstitial part was performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal distension, vertigo, gait disturbance, migraine with aura, eye pain, arthralgia, myalgia, asthenia, dysgeusia, pruritus, visual impairment and weight increased outcome was unknown. The reporter considered abdominal distension, arthralgia, asthenia, dysgeusia, eye pain, gait disturbance, migraine with aura, myalgia, pruritus, vertigo, visual impairment and weight increased to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; the technical complaint investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect.